Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The lift actuator was received and inspected. There were no physical discrepancies or damage apparent. The actuator was operated under no load and no discrepancies were observed. The actuator was then connected to a lift and operated with a (B)(6) load and at no time did the actuator lower. The attendants likely tipped the device while setting up for a transfer, which caused the incident. There was no product discrepancies observed. There was an injury alleged with this complaint. The injury was reported as pain and soreness. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The consumer was in bed but not hooked to the lift. Two caregivers were getting ready to perform a lift. The lift allegedly fell causing the hanger bar to hit the resident in the stomach.